Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
During an fco upgrade (field change order) servicing, a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. The device did not make any sound but the visual alarm was present. No adverse patient impact reported.